Event description:
It was reported that the patient received a result of "over 400 mg/dl" on the advantage system. His wife thinks he took 30 units of novolog insulin based on the device result and he took his normal amount of lantus insulin. Around an hour later, the patient's wife found him standing in the shower conscious, but incoherent and unresponsive. The blood glucose result was "50 mg/dl or less". The patient's wife treated him with an unknown amount of honey, and moved his jaw around to help dissolve the honey. His wife got him dressed and provided him with more honey. The patient's wife transported him to the emergency room. The patient became unconscious while traveling to the hospital. The patient arrived at the hospital around 16 minutes after leaving his house. The blood glucose result on the hospital's meter and lab test was 16 mg/dl. The patient was treated with an unknown IV. The patient was released from the hospital "hours later". The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.